Event description:
Report status: death. Reporting rationale: pt died of acute stent thrombosis. Device issue: none. It was reported that angioplasty was carried out on multiple lesions in the lad. After the crosssail balloon was inflated, with another company's stent placed over it for implantation, it could not cross the lesion despite several attempts. The stent was replaced with the ml zeta 3.5 x 28mm, followed by two other zeta stents distally. Thirty minutes later, the patient was transferred to iccu and the patient's condition became worse and the patient eventually died. Reportedly, the patient died of acute stent thrombosis. No additonal event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, the devices were not returned for a thorough analysis. It should be noted that thrombosis and death, as listed in the instructions for use, are known adverse events associated with coronary stenting.